Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration of the electronic components of the subject device related to system startup or the deterioration of the power supply unit of the subject device by long term using. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that led on the front panel of the subject device was blinking during the rhinoscopy procedure. The intended procedure was completed using the same set of equipment. At the incoming inspection for the repair, olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. There was no report of patient injury associated with this event.